Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) restriction for a mitraclip procedure. During the procedure, first mitraclip xtw was implanted on the anterior and posterior leaflet 2 (a2/p2) and it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet. Second mitraclip xtw was implanted on the lateral side of anterior and posterior leaflet 2 (a2/p2) and third mitraclip nt was implanted on the medial side of anterior and posterior leaflet 2 (a2/p2). Imaging was difficult. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) restriction for a mitraclip procedure. During the procedure, first mitraclip xtw was implanted on the anterior and posterior leaflet 2 (a2/p2) and it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet. Second mitraclip xtw was implanted on the lateral side of anterior and posterior leaflet 2 (a2/p2) and third mitraclip nt was implanted on the medial side of anterior and posterior leaflet 2 (a2/p2). Imaging was difficult. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported slda appears to be related to procedural factors due to difficulty visualizing posterior leaflet insertion. The cause of the reported visualization difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.